Event description:
It was reported that the kinair medsurg bed would inadvertently inflate and deflate while plugged into the ac wall outlet. There was no reported injury.

Manufacturer narrative:
Eval of the device revealed that the bed failed to meet specifications when switched from ac power to dc power. It could not be determined if the failure may have been a factor in the reported event.